Event description:
Clinical information: crd_1003 - vantage, patient site ID: eu3520 - 1120 (r841480101). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram when using a non-abbott guidewire, that the patient developed a left bundle branch block. There was no intervention performed. The 27mm navitor valve was re-sheathed once during procedure due to being deployed too low. Pacing of 120-140 beats per minute was performed during deployment of the valve, for stabilization. The final non-coronary cusp implant depth was 5.40mm. There was no difficulty experienced implanting the 27mm navitor valve. There was sufficient calcium to allow sealing and no noted anatomical or tissue/calcium interference affecting expansion of the valve. A post-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott device, due to mild perivalvular leak. Post-implant balloon aortic valvuloplasty, the pvl was reduced to none. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was also noted that the patient's lbbb persisted after implant of the 27mm navitor valve and is ongoing. The cause of the perivalvular leak is unknown. There was no initial or prolonged hospitalization due to these events. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram when using a non-abbott guidewire, that the patient developed a left bundle branch block. There was no intervention performed. The 27mm navitor valve was re-sheathed once during procedure due to being deployed too low. Pacing of 120-140 beats per minute was performed during deployment of the valve, for stabilization. The final non-coronary cusp implant depth was 5.40mm. There was no difficulty experienced implanting the 27mm navitor valve. There was sufficient calcium to allow sealing and no noted anatomical or tissue/calcium interference affecting expansion of the valve. A post-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott device, due to mild perivalvular leak. Post-implant balloon aortic valvuloplasty, the pvl was reduced to none. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was also noted that the patient's lbbb persisted after implant of the 27mm navitor valve and is ongoing. The cause of the perivalvular leak is unknown. There was no initial or prolonged hospitalization due to these events. The patient was stable at the time of report.

Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the final non-coronary cusp implant depth was 5.40mm (deeper than recommended 3mm). There was no difficulty experienced implanting the 27mm navitor valve. There was sufficient calcium to allow sealing and no noted anatomical or tissue/calcium interference affecting expansion of the valve. A post-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott device, due to mild perivalvular leak. Post-implant balloon aortic valvuloplasty, the pvl was reduced to none. It was also noted that the patient developed a left bundle branch block. Based on all available information, causes for the reported pvl and heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.